Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. As rec'd, the monitor revealed abnormal shutdown flags. The cause of the shutdowns was an intermittent connection at bga component u500 (dsp) on ca board sn (B)(4). The intermittent connection is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor.

Event description:
The caregiver of a (B)(6) male pt contacted zoll customer support to report that the pt's monitor would not power up. The pt was provided with a replacement monitor.